Manufacturer narrative:
Death was inadvertently listed as the adverse event in original report. It should be: required intervention to prevent permanent impairment/damage.

Event description:
1 person affected. Is not on file for text copy. Enter text.